Event description:
It was reported via maude report (B)(4) that a right hip replacement took place in 2011. The hip has never felt right. Started to investigate when 9 months had past. Still limping. Soft tissue soreness. Not able to cross my right leg over my left. Very sore to the touch. Hard getting in and out of the car. If sitting a long time, hard time transitioning to walking but can walk off the pain after several steps. The stryker implant was used. Tritanium cluster hole shell, trident x3 polyethylene insert, abgii modular v40 short neck and abgii modular cementless hip system. The doctors are thinking that there is a possible leaching going on from the connector between the ball and the shaft down my leg.

Manufacturer narrative:
Add'l info was requested but was not available. Therefore, the root cause of the reported event could not be determined. This is the same pt/event as MFR # 9616680-2012-00532.